Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that vessel perforation occurred when a retriever (subject device) was used during the procedure. Diagnostic imaging of the patient taken 24 hours post procedure showed development of symptmatic subarachnoid hemorrhage (sah). The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the devices performed as intended. The reported events are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that vessel perforation occurred when a retriever (subject device) was used during the procedure. Diagnostic imaging of the patient taken 24 hours post procedure showed development of symptmatic subarachnoid hemorrhage (sah). The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.